Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. When opening the package, it was found that the needle of this suture have come apart and being unusable. No reported adverse patient consequences. Upon receipt and analysis, the needle break was observed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, if further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: one complaint sample. The returned sample determined that it was received, one detached needle that pertains to product code. In order to evaluate the conditions of the returned sample, it was observed the needle was broken at the swage area. In addition, the suture was not received for analysis. Escalated for further analysis of the needle breakage. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received as one piece, the mating fracture surfaces were not separated from the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample did not reveal the fracture mode. The orientation of cracks and material obscured the fracture surfaces. An adequate examination of the fracture surfaces could not be performed, and fracture mode was not determined during this evaluation. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.